Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the black box data started on (B)(6) 2016. The black box data for the event on (B)(6) 2016 was overwritten due to continued use of the pump. No valid loss of prime events was observed in the current black box data. On (B)(6) 2016 at 20:09 an error, alarm, warning, ¿163, no cartridge detected¿ was recorded; deliveries resumed at 20:18. A 24 hour duration test was successfully completed with no loss of prime warnings duplicated. The pump detected the correct force. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; the force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces observed. There was no evidence of internal moisture found. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient's blood glucose (bg) levels elevated due to loss of prime issues. The patient reportedly would prime the pump and the pump continued to emit loss of prime warnings. The patient reportedly experienced a bg measurement of 30mmol/l with extreme drowsiness, blurred vision and extreme thirst. There was no indication of medical intervention. The reported issue was not resolved during troubleshooting. This complaint is being reported because the patient experienced hyperglycemia as the user was unable to resolve the alarm issue which resulted in a long term cessation of insulin delivery.